Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected error test and all operating current measurement due to blank display. The pump was received with minor scratched display window, cracked reservoir tube lip and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 15 mmol/l at the time of the incident. The customer stated that her blood glucose was not stable. The customer was assisted with 5.0 fixed prime and insulin did not exit. The customer stated that a plastic piece of the battery tube lip is missing. The product was returned for analysis.